Manufacturer narrative:
Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The subject device that was insufficiently reprocessed was used on two patients on (B)(6) 2020. The user was aware of this event because they noticed that a piece of medical tape was stuck to the distal end of the device after endoscopy procedure. The user assumed based on their record that the piece of the tape was used to fix a distal hood during an endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2020. There was no report of the patients injury associated with this event at this time.